Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp1424 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was admitted to the hospital on august 23 due to basal ganglia cerebral infarction. Due to poor venous conditions, PICC catheterization was performed on august 27. On the 29th, cracks in the heparin cap were found when the dressing and infusion were changed, which affected the use and was replaced. The heparin cap did not cause any consequences (but there is a risk of causing blood return in the catheter to block the tube).